Event description:
It was reported that the customer passed away. It is believed that the customer may have lost consciousness due to hypoglycemia, resulting in the customer driving off of the road and into a pond. Subsequently, the insulin pump was submerged in water for more than 24 hours. The customer was wearing the insulin pump at the time of death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
Unit received with blank display. Unable to perform functional tests including prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test due to blank display. Moisture damage visible in display window. Device had blank display due to corroded electronic assembly. During visual inspection, the motor home switch, keypad traces at the flex fingers and the vibrator motor was also corroded the initial report was submitted on 08-oct-2009 . Non-destructive returned product analysis was completed and the results were reported on october 22,2009. Recently the device has been released for destructive analysis, and destructive analysis has been completed. This supplemental report was created to report new information obtained from the destructive analysis.